Event description:
Alleged a pt leaned on the left head siderail to exit the bed and the siderail broke off the bed. The pt fell to the floor and was not injured.

Manufacturer narrative:
The technician inspected the bed and found one tip was broken off of the slide bracket and the other tip was bent down. The technician also found that one of the mounting screws was bent over and the other was missing from the slide bracket mount. The siderail weight limit specification is 200 lbs downward force and 60 lbs outward force.